Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a varicocele using a pod packing coil (podj). During the procedure, while attempting to deploy a podj into the target vessel, the podj and did not take its intended shape; therefore, it was removed and the procedure was ended. There was no report of an adverse effect to the patient.